Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/15/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the suture was related to the post operative complication of bleeding? If so, what is surgeon opinion as to the why suture is related to bleeding? Additional information was requested and the following was obtained: were both products v517h and vcp517h used to close the incision? V517 was the code for product used in the procedure. Which product was involved with the needle breakage? V517. Which product was involved with the post-operative complication of bleeding which led to removal of the uterus? Needle breakage was not the reason for complications. The complications came 10 days after the operation and it was due to atonia. (This statement came from the operating doctor). How many passes in the tissue were complete when the needle broke? 6-8. Did the first suture remain in the tissue for closure of the incision? The first layer was closed with the suture and we kept it there because it was a good and tight closure. We continued suturing with another suture so the tissue was not only closed with that first suture. Or was the first suture removed prior to using the 2nd suture to close the incision? See the answer above. Do you think it¿s necessary to get the rest of the questions to be answered as the reported adverse event (uterus removal) was not due to our suture or needle. Do we need to know the patient information etc.?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2016 and the suture was used to close the incision. Ten days after the procedure, the patient was readmitted to or because of bleeding. The complication occurred due to atonia. The patient underwent a surgery and the uterus was removed. Additional information has been requested.